Manufacturer narrative:
The field service engineer (fse) was not able to determine the root cause of the issue. Fse resolved the issue by replacing the probe assembly and the wash collar. (B)(4).

Event description:
When evaluating the unicel dxc 600 synchron system at a customer's laboratory, the field service engineer (fse) observed dried precipitate on the sample wheel cover. No active leak observed; only evidence of a leak. The customer was wearing safety glasses, gloves and lab coat. There was no report of operator exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.